Event description:
It was reported that the customer experienced a sensor pairing issue with a freestyle libre 3 plus sensor, where the app initially indicated pairing without a warm-up display and subsequently presented a pairing failed alert; the user re-scanned the sensor in the ilet mobile app and achieved a successful pairing with warm-up initiated. No adverse clinical symptoms were reported. Outcomes included no impact on therapy, no alarms after resolution, and no need for medical care. User support included troubleshooting and education to verify sensor status and to re-initiate pairing through the app. Investigation of this case revealed that the pairing failure was resolved by user-guided re-scanning, consistent with a transient connectivity or setup issue without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient communication error that resolved with standard troubleshooting.